Manufacturer narrative:
(B)(4). Date of follow-up report : 11/30/2015. One used lf1723 was received for evaluation. Visual inspection found no defects. The customer reported that sealing became incomplete; there was no indication of thermal spread. The reported condition was not confirmed. The device was plugged into a force triad generator and tested on simulated tissue with acceptable results. The jaw force was acceptable. Additional testing was performed on porcine kidney vessels and the device functioned normally. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The IFU states: the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. No failure mode was identified.

Manufacturer narrative:
Covidien reference # : (B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the sealing was not complete and there was no indication of thermal spread during a total gastrectomy. End tones, indicating a completed seal cycle, were heard. No bleeding was observed and there was no injury to the patient.